Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). Lot: 9k05570 was manufactured on 11/6/2019 with a total of (B)(4) market units. On 14/jun/2021, a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. No issues related to the defect were found in the documentation. In addition, the batch record of bulk lots were reviewed and no issues were found. No issues regarding the failure mode reported was found in the documentation. Batch record review supports that no issues regarding the failure mode reported were identified. On 14/jun/2021 a complaint search for lot: 9k05570 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g. Too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 4 of 5. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that with 5 out of the 7 used from the box, he had a very hard time rolling the moldable center. He stated that the material was very ridged. The product was used and no harm was reported. No photo was available at this time.